Event description:
The customer reported that the insulin pump was stuck in the prime/rewind loop and insulin squirted out during the manual prime process. The blood glucose reading was 198mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk.